Event description:
The pump was returned for investigation. Investigation revealed a dim/discolored display screen, and a crack in the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the text on the display screen was dim/faded and discolored. The battery compartment was cracked below the finger pad extending down to the primary seal. There was no issue with a loss of power and no evidence of moisture damage in the battery compartment. Unrelated to the display and battery compartment issues, the keypad had a hole at top of 'up' button which exposed the button contact. Testing confirmed that all keys were responsive to button presses and were functional. No contamination or other anomalies were found.. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).